Event description:
T was reported that valve degeneration occurred. Procedure summary: on an unspecified date, a 23mm lotus edge valve was successfully implanted to treat the native aortic annulus. No patient complications were reported. Event summary: on (B)(6) 2022, structural degeneration of the lotus edge valve was noted. The physician is planning to perform a valve-in-valve procedure. Patient status: no patient complications were reported.